Manufacturer narrative:
(B)(4).

Event description:
Patient reported via social media on (B)(6) 2016 that the cgm system had quit working on (B)(6) 2016. No injury or medical intervention was reported.